Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 12dec2020.

Event description:
The customer reported that the unit has cbit battery fail message. The customer contacted product support and requested for service repair. The customer reported battery date code manufacture date of feb 2018. Product support advised the caller to replace the battery and provided part ID for the same. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:08dec2020 b4:(B)(6)2021 the customer noted that the battery would not charge. The customer noted that the battery charge indicator would not light. The customer swapped out batteries and verified that the issue is the battery. The product support provided the customer with the requested part identification for the battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.